Event description:
It was reported that the patient noted: "I don't think this is helping me". After the patient takes a water pill she loses control of bladder. Device sync'd and device was on. The patient was assisted with increasing programmer since she was on amp 1. The patient didn't keep a diary but was encouraged to do so. The patient planned to call the doctor's office to find out when her next follow up is and to let doctor know of her symptoms. The patient had a neurostim that was not this manufacturer's device. It was also reported on (B)(6) 2013 that the patient had received assistance from their physician or the manufacturer's representative and their concerns were resolved. Appointment was (B)(6) 2013. It was also noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. It was noted: "going to have surgery on my urethra opening". If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# va09e64, implanted: (B)(6) 2013, product type lead. (B)(4).